Event description:
An office manager reported that following an intraocular lens (iol) implant procedure the iol was exchanged for a different iol model because the pt experienced glare, halos and dysphotopsia.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).